Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, displacement test, or verify low battery alarms/unexpected battery power loss due to blank display. No moisture damage was found on the keypad assembly/motor/force sensor.

Event description:
Customer reported via phone call replace battery now alarm without a low battery alert on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting was performed and the new battery did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.